Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed on the optic of an intraocular lens after it was delivered into the patient¿s eye. As a result, the surgeon removed the affected lens and implanted another lens to complete the procedure. The patient felt good postop. There was no delay in treatment or other interventions performed. No further information was provided.